Event description:
It was reported that episodes of inappropriate mode switching were observed via remote transmission. No patient symptoms were reported. Programming changes were made. The patient was fine and will continue to be monitored normally.